Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 3.0x18 xience xpedition stent was implanted in the proximal left anterior descending coronary artery (plad). The patient had unstable angina on (B)(6) 2015 and was hospitalized. The plad was percutaneously revascularized on (B)(6) 2015, resolving the event and on (B)(6) 2015, the patient was discharged. No additional information was provided.